Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.5cm abdominal aortic aneurysm 33 months ago. Vessel morphology at the time of implant was reported that the aortic neck was 25mm in diameter, 25 degrees aortic neck angulation, 20 mm length aortic neck, and there was thrombus in the aortic neck. The recent CT demonstrated that the pt's vessels have severe disease progression with the aortic neck dilatation. The aortic neck is 28 mm in diameter, the aortic neck angulation changed to 40 degrees, with a reverse funnel and the aneurysm size is 7.3 cm. The stent graft has migrated 30 mm with a type I endoleak. The physician elected to place two 28 aneurx aortic cuff and the migration and endoleak were resolved. There are no add'l clinical sequelae reported, and the pt was reported to be fine.

Manufacturer narrative:
Secondary intervention - evaluation results: migration, endoleak. Severe disease progression with the aortic neck dilatation and angulation.